Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current measurement due to high currents. Unit was successfully download using thump for history files and trace files. Pump error 15 (file#0 line#1935) was found on 05/06/2023 01:14 in the history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube). P-cap was attached and locked into place properly. Swapped pcb 2 with test pcb 2 and it functioned properly. Pump error 15 is confirmed due to being found in history files and traces and due to software anomaly. Unexpected battery power loss is confirmed and isolated to pcb 2. Unable to confirm high bgs during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and blood glucose value was unknown. The customer received the critical block and inverse critical block did not add to zero (pump error 15). The customer was treated for hyperglycemia with the insulin pump. Troubleshooting was performed and found that the error occurred during the basal. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. The error table indicates that the pump should be replaced. Troubleshooting was declined for the high blood glucose. No further patient complications were reported. The customer will discontinue the use of the insulin pump and was returned for analysis.

Manufacturer narrative:
(B)(4). Unit was received with battery cap and found no anomalies on battery cap. Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current measurement due to high currents. Unit was successfully download using thump for history files and trace files. Pump error 15 (file#0 line#1935) was found on (B)(6) 2023 01:14 in the history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube). P-cap was attached and locked into place properly. Swapped pcb 2 with test pcb 2 and it functioned properly. Pump error 15 is confirmed due to being found in history files and traces and due to software anomaly. Unexpected battery power loss is confirmed and isolated to pcb 2. Unable to confirm high bgs during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.